Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: a cartrdige change was selected in the load menu but the process was not completed within 3 minutes. In this case, the incomplete cartrdige change alert will be displayed on your pump. H3 other text : device not returned.

Event description:
It was reported that the customer received an incomplete cartridge load alert as they had not completed the cartridge change. The customer then experienced an elevated blood glucose level displayed as ¿high¿; however, a specific value was not provided. The customer administered manual insulin injection to address the bg and continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete cartridge load alert.